Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during delivery inspection, the cardiosave intra-aortic balloon pump (iabp) units display is being considered for maintenance.

Event description:
It was reported that during delivery inspection, the cardiosave intra-aortic balloon pump (iabp) units display is being considered for maintenance. There was no patient involvement.

Manufacturer narrative:
Event site state and postal code: (B)(6). It was reported that during delivery inspection the cardiosave intra-aortic balloon pump (iabp) showing "maintenance code 68.80 etc" message. A getinge field service engineer (fse) was dispatched to investigate. The fse was able to duplicate the reported issue because of defective executive processor board. The fse replaced the executive processor board (d670-00-0770). The iabp unit was cleared for clinical use is unknown. No patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse was able to duplicate the reported issue because of defective executive processor board. The fse replaced the executive processor board (0670-00-0770). The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. Wayne, nj ab 19 dec 2024. The failure analysis and testing department received part number: 0670-00-0770-s executive processor board serial number: (B)(6) with a reported failure of maintenance code 68 message.the failure analysis and testing dept. Performed a visual inspection of the part received and found that the part is in good condition. The failure analysis and testing dept. Installed the part number: 0160-00-0770_s executive processor board serial number: (B)(6) in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per procedure 0002-07-d016 rev. E and the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the reported failure of maintenance code 68 message; however, the fat dept. Wasn¿t able to download the b.14 software. And found fault code # 63 occurrence 40 in the fault table. Moreover, the configuration data doesn¿t show the serial number of the boards connected to 1-wire lan in the system. Sending the executive board to the supplier for further analysis per procedure number (B)(4). As. The following was submitted by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 18 mar 2025. Failure analysis received from the supplier for the part. They stated the part passed testing. Root cause for this part is impossible to define due to a failure being identified in the initial investigation. Retaining the part in the failure analysis and testing department per procedure number (B)(4).